Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a problem with inserting a sensor. Customer stated that the introducer syringe was not puncturing her skin and she has been forcing it in. Customer stated that most of the time it does not work. Customer took the sensor off her body last night and kept receiving a cal error and lost sensor alert. Customer noticed that the transmitter broke off and she looked inside the sensor outlet and saw a tiny wire fragment. Customer's current blood glucose level was 364 mg/dl. Customer treated manually. Customer was transferred to the helpline for further assistance. No further details provided.